Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis revealed that the battery removal test failed and one capacitor failed in-circuit testing. The capacitor was replaced and the battery removal test then passed. Conclusion: confirmed the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was contaminated and broken, that one side bail was broken, that the main printed circuit board was out of specification and it was in need of a battery drawer o-ring. (B)(4).

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.